Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The complaint sample was not returned for investigation, however a video was provided of the complaint allegation. Based on the video, it can be seen that when pressure is applied to the distal end of the powerpick in the deployed position, the powerpick retracts, but the handle does not move into the retracted position. The handle is moved manually back into the retracted position, then deployed position and the powerpick deploys again, and repeats the same steps as performed previously. The complaint device was not received for evaluation. Based on the device damage that was reported, the most likely cause for the reported failure can be attributed to misuse.

Event description:
On 09/01/2021, it was reported by a arthrex employee via sems that while the surgeon was using an ar-8150px-45 power pick the tip will not respond. This was discovered during use in a knee arthroscopic on (B)(6) 2021. The case was completed with a new ar-8150px-45.